Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the monopolar curved scissors instrument material broke out in the mouth. There was no report of patient involvement or patient injury.